Event description:
It was reported that suture placement of three proglide devices was successful in the right common femoral artery after an abdominal aortic aneurysm repair. Reportedly, when the fourth proglide was being inserted into the groin (prior to deploy the foot) the physician noted thrombosis at the site of insertion and felt it could obstruct blood flow. The physician removed the fourth proglide from the groin and decided to perform a cut down to remove the sutures from the previously deployed proglides, to facilitate the thrombectomy. The procedural sheath size used was 24 fr and a 6 fr sheath was used to deploy the proglides. The vessel was not calcified or tortuous. After completion of the thrombectomy hemostasis was achieved surgically. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. According to the physician, the proglide is not the cause of the thrombosis at site of insertion. The cause of the thrombosis could not be determined. The physician is reported to be in-training in the use of the proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017 - indication for use. The proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The other proglide devices are being file under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.